Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that partial deployment occurred and the device became stuck on the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). Contralateral approach was performed and a 0.014" non-bsc guidewire was advanced. The distal part was dilated with a drug coated balloon. During deployment to place the 6x120, 130cm eluvia drug-eluting vascular stent system from the mid to the proximal, thumbwheel spinning/idling occurred, and it became difficult to deploy the stent midway. The stent was able to be placed while pulling the outer. While trying to pull out the eluvia shaft from the sheath, the guidewire became stuck and could not be removed. The stent system was removed with the guidewire. The physician noted that the shaft might have been bent near the thumbwheel. There were no patient complications reported.

Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date. Device analysis by MFR: the returned product consisted of an eluvia self-expanding stent system with a 0.014 guidewire stuck inside the device. Visual examination revealed that the stent is deployed and did not return for analysis. There is a kink to the outer sheath at the nosecone. The handle was opened, and the proximal inner is prolapsed. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that partial deployment occurred and the device became stuck on the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). Contralateral approach was performed and a 0.014" non-bsc guidewire was advanced. The distal part was dilated with a drug coated balloon. During deployment to place the 6x120, 130cm eluvia drug-eluting vascular stent system from the mid to the proximal, thumbwheel spinning/idling occurred, and it became difficult to deploy the stent midway. The stent was able to be placed while pulling the outer. While trying to pull out the eluvia shaft from the sheath, the guidewire became stuck and could not be removed. The stent system was removed with the guidewire. The physician noted that the shaft might have been bent near the thumbwheel. There were no patient complications reported.